Event description:
It was reported that the doctor told the patient that their implant needed to be checked. The patient reported that the implant turned itself off, expectedly at times. The patient was unable to determine when the issue started. The patient was not sure if she had another implant after 2008. The patient indicated that there was no known accident or incident related to the event. The patient¿s status was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n0043056, implanted: (B)(6) 2008, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3550-29, lot# n141222, implanted: 2008, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).